Event description:
It was reported that one of the lead electrodes showed an impedance greater than 10,000 ohms after implant. The lead was explanted and replaced. It was noted the patient was doing well in spite of the impedance problem.

Manufacturer narrative:
Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type: extension, (B)(4).